Event description:
It was reported the patient did not receive relief after the first week of implant. The patient was taking gabapentin for unrelated nerve pain. The patient could not increase past 3.2 v, but that was not strong enough to control their symptoms. Their device had never been reprogrammed.

Event description:
It was reported that the patient couldn¿t get their controller to control their implant. The patient saw the poor communication screen and after repositioning the antenna they saw the therapy screen. The patient saw the stimulation off icon and after pressing the stimulation on button they were able to feel stimulation again. Since the patient¿s stimulation was off that would explain why they weren¿t feeling stimulation and their symptoms returned last night. The patient was peeing every hour. The patient was on program 2 at 0.9v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was upset they could not have a MRI for their shoulder. The device was not working for the patient. The patient's shoulder was more important to them than their therapy. The patient was getting up three times a night to urinate and still had to wear a pad. Increasing stimulation resulted in pain. The patient wanted the system removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0fmga, implanted: (B)(6) 2014, product type: lead. (B)(4).